Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted, however the surgeon is planning to explant. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt150 +11.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Reportedly, the lens was repositioned on (B)(6) 2017. The patient visited the doctor on (B)(6) 2017, and complained of pseudophakia ou (both eyes). The patient is frustrated that he cannot read, which is affecting his work. He bought +1.25 otc (over-the-counter) glasses with no help. Intermediate vision has improved. Distance vision os stable; fuzzy od (right eye). Also noted halos. Uncorrected visual acuity os: 20/25+2 distance; j2 near. Additional information was received and it was learned that the surgeon is planning to explant the lens from the left eye; no date set. No further information was provided. This report is to record the lens in the left eye. A separate MDR will be filed for the lens in the right eye.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.